Manufacturer narrative:
A specific root cause could not be identified. Based on alarms found in the analyzer trace, a preanalytic issue was possible. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result at 14:44 was 242 ng/l and was reported to the doctor. Later in the day, a new sample was drawn from the same patient and the result at 22:03 was 7.82 ng/l. The first sample was retested and the result was 6.58 ng/l. The sample was repeated on (B)(6) 2017 and the result was 8.37 ng/l. Based on the high result, the patient had an extra "coronography" performed. There was no allegation of an adverse event. The reagent lot number was 176496. The expiration date was requested but was not provided. The qc on the day of the event was acceptable.